Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a follow-up, it was noted that the patient received shocks for episodes of ventricular fibrillation. The physician attempted to analyze the egms of the shocks, but a message appeared saying "egm not available." It was noted that the patient's hearing aid also had a message that said "unprogrammed." Programming changes were made on the hearing aid. The physician suspected that a possible interaction between the patient's hearing aid and device was present. The device remains implanted. The patient was stable.